Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak was observed at the bifurcation site above the drip chamber. The event occurred during transfusion of packed red blood cells. The event occurred in adult bone marrow transplant unit (bmt). Although requested, additional information was not provided.